Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: particulate floating in the body of the syringe, not appropriate to use.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012415. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation; however, with just the picture alone, our quality engineer team was not able to confirm the reported incident. Based on the investigation results, an exact cause could not be determined for the reported defect.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: particulate floating in the body of the syringe, not appropriate to use.